Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient's pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient was hospitalized on (B)(6)2017 for a gastrointestinal bleed (gib) and had a transfusion.  The patient was discharged on (B)(6)2017.  No additional information was provided.  The ventricular assist device (vad) remains in use.  No further patient complications have been reported as a result of this event.

Manufacturer narrative:
It was further reported that the patient complained of dark stools and weakness for approximately a week when they were seen in the clinic on (B)(6) 2017. They were admitted and transufsed with one unit of packed red blood cells (prbc). They had a push enteroscopy and no bleeding in lesions or abnormalities were seen in the jejunum or duodenum. In the antrum and body of the stomach, there were some minor petechial erosions with no evidence of active bleeding. Asa, coumadin, and persantine were discontinued upon the patient's discharge on (B)(6) 2017. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.